Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. The customer has attempted to rewind their insulin pump but a no delivery alarm would also occur. Customer's blood glucose was over 300 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.